Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps device was used during a screening for barrett's esophagus performed on (B)(6) 2010. According to the complainant, the esophagus was biopsied using this device. Post procedure, the patient passed away. Reportedly, the patient was not on warfarin. Attempts to obtain further clarification regarding the circumstances surrounding this event have been unsuccessful to date. If additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps device was used during a screening for barrett's esophagus performed on (B)(6) 2010. According to the complainant, the esophagus was biopsied using this device. Post procedure, the patient passed away. Reportedly, the patient was not on warfarin. Received additional event information on (B)(6) 2011.